Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2014 due to exposure of vaginal graft. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was further reported that patient underwent excision of exposed mesh on (B)(6) 2008. Due to exposed mesh and urinary urgency, the patient underwent revision of mesh and cystoscopy on (B)(6) 2009. Due to exposed mesh and hematuria, the patient underwent excision of exposed mesh on (B)(6) 2011. Due to adhesions and exposed mesh, the patient underwent laparoscopic lysis of adhesions and mesh revision on (B)(6) 2013. The patient is scheduled for mesh revision (B)(6) 2013 due to hematuria and exposed mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent revision of mesh on (B)(6) 2013 due to exposure of vaginal graft mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.